Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using two perclose proglide devices. Reportedly, the operator had an issue with two proglide devices. The unspecified issue of one of the proglide devices required a piece to be surgically removed. It was not specified how hemostasis was achieved. It was not specified if the operator was trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device has been reportedly retained by the customer. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number.

Event description:
Subsequent to the initial medwatch report, the following information was received: the customer reports that only one proglide device was used, not two as previously reported. It was reported that after an abdominal aortic aneurysm repair procedure, arteriotomy closure of the femoral artery was attempted through a 9-french sized access site using a perclose proglide device. Reportedly, no resistance or difficulty was encountered during device insertion. Although the device deployment was progressing normally, when the needle plunger was retracted there was no suture attached. The operator began to remove the device to the point where a guide wire could be reinserted and noticed the white teflon link was in the tissue tract. During an attempt to remove the link, some resistance was met. The operator performed a cut-down to expose the suture and the white link. The suture and the white link were removed without additional incident. The access site was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. There was a slight significant clinical delay in the procedure as a cutdown was not planned for this case. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue with component detachment was confirmed. Analysis of the device indicated the posterior portion of the foot broke off from the device resulting in a posterior needle-to-cuff miss and detachment of the link from the anterior cuff. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Indication for use - reportedly, arteriotomy closure of the femoral artery was attempted through a 9-french sized access site using a perclose proglide device. Per the indications for use section of the perclose proglide device instructions for use, the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths.